Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system batteries were evaluated and determined to require replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.